Manufacturer narrative:
H2) concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6) h2-3) the positioning sensor unit (psu) was returned to the manufacturer for evaluation. After functional testing, visual/physical examination, and proceduralized device testing, the reported issue was confirmed. The results of the analysis concluded that the returned psu had scratched on the housing and lenses. A check of the event log showed intermittent firmware incompatibility. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu had electrical failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 9735670 serial: (B)(6) product type: ; references the main component of the system. Other medical products in use during the event include:camera 9735821 vega base s8 svc onsite functional and visual examination was performed by a manufacturer representative. The camera was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was prompting a localizer faulted message while in an optical procedure. The camera had an amber light. The representative tried reseating the cart to cart cable with no change. There was no apparent physical damage to the cart to cart cable. There was no reported impact to patient outcome and a reported delay of greater than hour. Navigation was aborted. When checking the ndi toolbox they saw the following messages: bump detector batter fault, bump detected and storage temperature exceeded. This aligns with signs of an erroneous bump.